Manufacturer narrative:
The reported power switching with the three returned batteries was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of battery (B)(4). Analysis of battery (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Batteries (B)(4) were not analyzed per (B)(4). Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events prior to the 25% threshold involving batteries (B)(4). The controller logging these events did not have the smr upgrade. These premature switching events were most likely due to a combination of a communication error between controller and batteries and (B)(4) batteries with the potential to malfunction due to faulty internal cells or normal patient usage behavior. Heartware has opened an internal investigation to evaluate these communication errors and to evaluate these faulty internal cells. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and (B)(4) batteries with the potential to malfunction due to faulty internal cells. Additional system component being reported for this event: battery: (B)(4) - expiration date: 06-30-2015, (B)(4). Battery: (B)(4) - expiration date: 06-30-2015, (B)(4). This is report two of two reports (3007042319-2015-03832 and 3007042319-2015-03833) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-03832 and 3007042319-2015-03833) submitted for devices related to the same event.

Event description:
The report received indicated that the patient complained that the batteries would "disconnect" electronically but not physically. The patient stated that he would attach a battery and soon after (minutes to 30 minutes), the controller would alarm and give the "power disconnect" alarm. This occurred with both power 1 and 2. The controller and multiple other batteries were previously exchanged. The batteries were replaced and there were no reported consequences or impact to the patient. Patient was instructed on making good connections and battery management was reviewed with the patient. Log files were sent. Investigation is ongoing. This is report 2 of 2.